Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine (5mg/ml at 3.0865mg/day) and dilaudid (5.5mg/ml at 1.8804mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. When reviewing medication information, it was reported that this was "from earlier" and the hcp did "something" to the medication, however the consumer did not know what. The manufacturer representative reported the medication to be dilaudid (5mg/ml at 0.5mg/day). It was reported that the patient went through two days of withdrawal. The event date was (B)(6) 2019. The patient went to see her pain doctor for regular appointment on (B)(6) 2019 and when the hcp assessed a lump on her back, it was determined that the medication was not being delivered to the intended location and the patient was redirected to contact the surgeon and schedule a surgery as soon as possible. No environmental, external, or patient factors were reported to have caused this issue. The patient contacted the surgeon's office, however it took a while to schedule and during that time the patient was treated with an infusion for her platelets being too low and the patient experienced a reaction to that process and was hospitalized for two days and they got her blood clotting under control. The catheter was reconnected on (B)(6) 2019. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.